Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with the following pre-op diagnosis: cervical disc, c3-c4, cervical and foraminal stenosis; posterior osteophyte. The patient underwent the following procedures: anterior cervical discectomy and fusion c3 and c4; removal of herniated cervical disc and posterior osteophyte; foraminotomy; decompression of the spinal cord; arthrodesis using the cages, bone morphogenetic protein (bmp), plate and screws; somatosensory evoked potentials was used intraoperatively with x-ray interpretation. As per operative notes, ¿the vertebral body spreader was used for better visualization of the interspace between c3 and c4. The cage filled with bmp was applied without difficulty and then the cervical traction was removed and then the plate was placed.¿ no intra-operative complications were reported.